Manufacturer narrative:
Analysis was not performed by philips; however, remote support was provided by remote service personnel which included remote trouble shooting. It was confirmed that the spo2 sensor was not working. No spo2 reading showed up on the monitor. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 sensor. The issue was resolved by replacing the spo2 sensor and cable. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the spo2 sensors are not working with xper. They cannot see the spo2 measurement. It was noted that there were no errors/alarms encountered by user. It is unknown if the device was in use at time of event, and there was no adverse event reported.